Event description:
The sheath became "hung-up" in the common iliac artery during an interventional catheterization procedure. The physician reportedly encountered very tight lesions and calcified, ulcerated plaque. The physician finally "wedged" the sheath through, but then, decided the approach was too tight and was unable to remove the sheath. Pulling on the proximal end of the sheath resulted in stretching to approximately 50-cm when the wire core started to become unraveled. A surgical cut-down was necessary to remove the sheath. The original procedure was completed using a different approach and the pt was reported to be in stable condition.